Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and reseated. The voltage on ps1 power supply was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.